Event description:
Pt was laying on cast table in ortho clinic cast room, with right small finger in the osi finger trap. There was 5 lbs of traction. Finger trap broke, and pt's hand was jerked down. The metal bar came off of the holder, and fell to the floor. No injury, no complaint of pain from pt., other than from her pre-existing fracture.